Event description:
The customer reported that the system would display a communication error message, then shut down and reboot. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoro functions board and generator interface board were replaced, and the sys software was reloaded. The sys was then found to be operating as intended.